Manufacturer narrative:
Device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the lens. Visual inspection found no damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race-unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens, -12.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to excessive vault, unreactive (fixed) pupil, elevated iop, and discomfort. After explant the pupil and iop are back to normal.